Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the severely calcified and non-tortuous posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, after first inflation at approximately 2 atmospheres for less than 5 seconds, the balloon ruptured. Pulled negative in balloon and device was removed with no fragments left inside the patient. The procedure was completed with a 1.5x40 then 2.0x40 coyote es balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 90% stenosed target lesion was located in the severely calcified and non-tortuous posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, after first inflation at approximately 2 atmospheres for less than 5 seconds, the balloon ruptured. Pulled negative in balloon and device was removed with no fragments left inside the patient. The procedure was completed with a 1.5x40 then 2.0x40 coyote es balloon catheter. There were no patient complications reported.